Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous two years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. This investigation has now been closed and recorded as insufficient information to determine a root cause. By acknowledging and investigating your complaints this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the patient called the hospital because the device was showing a blockage alarm which stopped when she moved. After a couple of occasions, the alarm was still active even after she massaged the soft port and tubes. The troubleshooting was done multiple times until it was confirmed that there was a blockage within the soft port. The patient was advised to call her surgeon for immediate replacement. No further information is available.